Manufacturer narrative:
Patient information:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -5.0/2.5/177 (sphere/cylinder/axis) was implanted into the patient's right eye (od). Lens rotation was reported.